Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found damage in its midsection. The stent struts were lifted and pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination found no issues with the hypotube or shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient did not undergo observation or surgery. A reportable malfunction of the device did not occur. This event was reported to the manufacturer in error.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient did not undergo observation or surgery. A reportable malfunction of the device did not occur. This event was reported to the manufacturer in error.

Event description:
It was reported that patient underwent surgery. The vascular access was obtained via femoral artery. The target lesion was located in the left anterior descending (lad) artery . A 3.00x32mm promus element ¿ drug eluting stent was advanced to treat the lesion but the device failed to cross the lesion. Patient was under observation and surgery was performed. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.